Manufacturer narrative:
The incident investigation was performed based on the customer comments and analysis of the directions for use. According to the directions for use, the stoma measuring device is only used for measurement of the stomach wall. The introducer set is used to measure the gastrostomy tract so an accurately sized tube can be fitted to the patient - it cannot be used for feeding as it is not compatible to fit a syringe/giving set. The root cause is determined to be user error. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from the (B)(6) stating patient was due to have a gastrostomy inserted radiologically on (B)(6) 2015. This was done in radiology with no reported problems, the device type was documented on medical record as a balloon gastrostomy tube. Over a 36-hour time period nurses struggled to bolus feed down the gastrostomy tube and needed to use the nasogastric tube for feeding, which the patient had prior to the procedure. On (B)(6) 2015 the nutrition nurse assessed the patient and noted that the tube placed was in fact the introducer set rather than the mic-key gastrostomy tube. The introducer set is used to measure the gastrostomy tract so an accurately sized tube can be fitted for the patient. It cannot be used for feeding as it is not compatible to fit a syringe and enteral feeding set. The patient returned to interventional radiology on (B)(6) 2015 to have the introducer removed and a gastrostomy tube inserted. On the (B)(6) 2015 the patient complained of acute abdominal pain and raised inflammatory markers were noted. A computerized tomography scan was performed which suggested perforation around the gastrostomy. The patient was taken to the surgical theatre for a laparotomy on (B)(6) 2015 and was subsequently admitted to the critical care unit post-operatively. The patient returned to the general nursing unit on the (B)(6) 2015. The introducer kit was ordered from the catalogue by the hospital matron at the instruction of a consultant physician. This consultant physician was away the day of the procedure. The introducer kit was used by a different consultant physician without experience of this particular device. The facility usually use a mushroom cage device. Occasional balloon gastrostomies are ordered for long tracts. The kit was delivered but no feeding tube was delivered. The radiology consultant placed the measuring device mistaking it for a gastrostomy as nothing else was in the pack. However, under the product description, it does state that the tube is not included in the introducer kit - "the mic gastrostomy introducer kit allows the primary placement of a balloon gastrostomy device, and makes gastropexy procedures safe, simple and effective. The kit is available in two versions for the placement of mic-key low profile and standard mic gastrostomy tubes (tubes not included). The user facility notes that "clearly reading the IFU would have prevented this sequence of events."